Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015 due to pain at the ipg site whether stimulation was on or off. During the procedure, the doctor decided to explant and replace the patient's ipg. The replacement ipg was implanted at the original pocket site. Per the manufacturer's device record database, the replacement ipg was a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's issue has resolved.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.